Event description:
The customer reported a blood leak on pump deck. Name of complainant: same as reporter. Customer called to report blood leak on the pump deck. Customer stated that after the treatment procedure was complete, and the kit was released, customer was unloading the kit and noticed the blood under the pump tubing organizer (pto). Customer did not know if the blood was leaking from the tubing of the pto or the pressure transducers. Cts asked if there were any alarms during prime. Customer state no. Cts asked customer if there were any alarms during treatment procedure. Customer stated there was only one return pressure alarm which customer was able to clear and continue with treatment procedure. Customer stated there was no observation of blood leaking throughout the procedure, thus they completed the treatment procedure. Service order #(B)(4) will be dispatched for instrument inspection. The customer did not return the kit or smart card for investigation.

Manufacturer narrative:
A review of lot file b313 was performed. There were no nonconformances reported. A system pressure occurred at 163ml checked for kinks, none were found and restarted testing. This lot met all release requirements. A review of complaints received for lot b313 was performed. There were 3 complaints reported for leak/spill to date for this lot. No trends detected. Service order #(B)(4) feedback: field engineer checked and cleaned all pressure transducers and pump heads. Ran section 7 system check outs. Instrument has been verified to operate as expected. This assessment is based on the info available at the time of the investigation. No kit was returned by the customer. Therefore, no root cause could be determined based solely on the info provided by the customer. Complaints of this nature are monitored through tracking and trending. Should a trend arise, further action will be taken. (B)(4).